Manufacturer narrative:
The console has been returned. Analysis results pending completion of evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece stalled, then operated at low rpm when the foot switch was not pressed. The console (ec300) was used with the foot switch (1898430) when the event occurred. There was no patient impact. Report 2 of 2 - console

Manufacturer narrative:
Summary of analysis: service report indicated that customer¿s issue was not been able to confirmed. There was no fault found with the device. The device was tested and confirmed there was no fault found with the device. If information is provided in the future, a supplemental report will be issued.